Manufacturer narrative:
One smiths medical level 1 trauma fast flow system was returned for analysis in a good condition. During analysis h-2 pressure chambers were installed to a regulated air supply e4366, set the regulated air pressure to 5.6 psi +0/-2psi and calibrated pressure gauge. The h-2 pressure gauge needle indicator did not reach up to 280-300mmgh. The reported issue was able to be duplicated. It was noted that faulty h-2 pressure was the cause of the reported issue. Service replaced both h-2 pressure gauge to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the pressure chamber of a smiths medical level 1 trauma fast flow system was intermit. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.